Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an ucl stabilization surgery the drill broke into two pieces. The reported issue was initially identified during the incoming inspection at the arthrex warehouse. Further information were requested and the customer confirmed that the reported issue has occurred during a surgery but did not forward a complaint as the surgery could be finished successfully.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-7720-2.0 humeral drill, 2.0 mm batch number: 021543 was received for investigation. Visual evaluation of the returned device noted the tip of the device had broken off and the broken fragment was retrieved and returned. Functional testing was not performed due to the damage to the device. The cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Manufactured date: 05-dec-2015. Refer to investigation photos.